Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient¿s implanted device was not working.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 11-oct-2014, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 11-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for complex pain syndrome - type 1. Patient reported their hcp told them that his lead broke. Hcp didn't provide him with a specific date expected to correct the issue. The event date was provided as about a month ago. No symptoms and no further complications were reported.